Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when they engage the brake for driving, the brake pops out of gear.